Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 501 mg/dl at the time of incident and the current blood glucose of the patient is 372 mg/dl. Customer treated with insulin pump. Customer also stated that she has not received any alarms from the pump. Troubleshooting was performed for high blood glucose. The product will not be returned for analysis.

Manufacturer narrative:
Inspected 1 opened sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. See attachment file for details. Also, performed visual inspection and checked insertion needle for burrs and dull needle tip defects and none was found. Insertion needle passed per specifications. Unable to confirm customer received sensor in said condition due to customer returned opened/used. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.